Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Isometrics test confirmed the presence of the lead noise. Programming changes to doo was done; the rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.